Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine (30 mg/ml at 1.4 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient went to see her pump managing hcp for a follow up appointment on (B)(6) 2022 and he sent her to the ER (emergency room). The next day, the patient was taken to surgery to replace the pump because the pump was exposed through the skin. During the procedure, the hcp was unable to aspirate the catheter. There was no csf (cerebrospinal fluid) flow. The existing pump was removed from the patient¿s left abdomen and a new pump was placed in the patient¿s left flank/buttocks, and because the hcp was unable to aspirate the catheter, the catheter was also replaced after which csf flow was observed. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-oct-2015, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.